Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1) serious injury: yes, after first surgery, with indication passage problems the patient (14 years old) has undergone a second operation in mumc. A stoma was placed in response to the leak. Because they are not from this region, she and mother were transferred to their own region (amc). The stoma care there proved to be inadequate, so pte was readmitted in mumc. Stoma care is adequate again and she went home. She developed an ileus at home. After a short time she underwent further acute surgery at the amc, laparotomy this time, and extensive adhesiolysis. 2) did the patient originally experience an anastomotic leak? Or a wound dehiscence? Please explain. Upon inspection, immediately visible fulminant fecal (small intestine) contamination in all quadrants. Resume other 2 incisions, place 2x 5mm trocar. After extensively suck, rinse and remove a lot of baked, necrotic tissue. Extra attention is paid to small pelvises to leave them as clean as possible. When examining the intestine, we see a visible perforation at the location of the suture at the terminal ileum (in the status after biopsy). It appears as if the suture has compromised the small intestine, see image on xboz. Right next to it we see mucosa behind which the perforation is located. We decide to divert the intestine at the location of the perforation as a double-barreled ileostomy given such a contaminated abdomen (after video calling with hb dr visschers). Appendix stub gb.¿ 3)what is the surgeon¿s experience with the stratafix spiral pds plus suture? Used this before 4)was the ileus related to the stratafix spiral pds plus suture used during the initial procedure? Yes, the stfx was perforated in the small intestine 5)were the adhesions related to the stratafix spiral pds plus suture used during the initial procedure? It appears as if the suture has compromised the small intestine, see image on xboz. 6)please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Female, 14 years, 7)the diagnosis and indication for the index surgical procedure? First operation was a olorectal laparoscopic surgery in child. Colorectal biopt taken due to passage problems. The patient got re-operated due to a leakage. This ultimately led to a second re-operation in which a laparotomy was performed to remove adhesions. The first and second surgeries were laparoscopic. During the re-operation to address the leakage, they observed that the suture had not "caught" and the barbs were not engaged; the suture was simply lying alongside. 8)on what tissue was the suture used? Small intestine 9)what was the tissue condition (normal, thin, calcified, fragile, diseased)? Necrotic at second re-op 9)please describe any medical/surgical intervention required for this suture event including dates and results. See answer 3, also see the picture where you can see the stfx protrudes from the intestine 10)did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?yes, see answer 8 11)was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes 12)was at least one reverse stitch performed prior to closure? Yes, 3-4 times 13)what symptoms did the patient experience following the index surgical procedure? Onset date? Ileum perforation, stoma placed 14)what is the physician¿s opinion as to the etiology of or contributing factors to this event? Stfx didn't hold and perforated in ileum 15)what is the patient's current status? Patient is at home recovering.

Event description:
It was reported that a child underwent a laparoscopic colorectal procedure on (B)(6)2023 and barbed suture was used. Colorectal biopt taken due to passage problems. The patient got re-operated due to a leakage. This ultimately led to a second re-operation in which a laparotomy was performed to remove adhesions. The first and second surgeries were laparoscopic. During the re-operation to address the leakage, they observed that the suture had not "caught" and the barbs were not engaged; the suture was simply lying alongside. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) . This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m h6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the even occur leakage observed post op was there any patient consequence? Yes, re surgery 2 times. What action was taken to resolve the issue? Re surgery to resolve leakage how long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 2 times re surgery item has been discarded so we do not know the lot number. The suture itself has indeed not been preserved. I have no footage of the original procedure. Part report of operation 2 'resume subumbilical incision. Insertion of trocar under vision. Upon inspection, immediately visible fulminant fecal (small intestine) contamination in all quadrants. Resume other 2 incisions, place 2x 5mm trocar. Now extensively suck, rinse and remove a lot of baked, necrotic tissue. Extra attention is paid to small pelvises to leave them as clean as possible. When examining the intestine, we see perforation visible at the location of the suture at the terminal ileum (in status after biopsy). It appears as if the suture has compromised the small intestine, see image on xboz. Right next to it we see mucosa behind which the perforation is located. We decide to divert the intestine at the location of the perforation as a double-barreled ileostomy given such a contaminated abdomen (after video calling with hb dr visschers). Appendix stub gb.' What I always do and also here, I close the injury and then walk back a few cm so that I have enough thread through the tissue and maximum effect of the anchors. That means I go back 3-4 strokes. Moreover, no new stitches should be passed through the injury, because then it will become ischemic, but place the stitches over the injury. The patient (14 years old) has undergone a second operation here. A stoma was placed in response to the leak. Because they are not from this region, she and mother were transferred to their own region (amc). The stoma care there proved to be inadequate, so pte was taken back. Stoma care is adequate again and you go home. She developed an ileus at home for a short time and underwent further acute surgery at the amc, laparotomy this time, and extensive adhesiolysis. Patient is now home and recovering. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient originally experience an anastomotic leak? Or a wound dehiscence? Please explain. What is the surgeon¿s experience with the stratafix spiral pds plus suture? Was the ileus related to the stratafix spiral pds plus suture used during the initial procedure? Were the adhesions related to the stratafix spiral pds plus suture used during the initial procedure? Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?